Manufacturer narrative:
Do, t.k., estevez, j.p., canlorbe, g.; international journal of gynecology obstetrics; 2025; robotic versus open hysterectomy for very large uterus (more than 1000 g): a bicentric retrospective study of 150 patients; 10.1002/ijgo.70310 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study examined the outcomes of patients with large uteri undergoing open versus robotic-assisted hysterectomy for benign pathology between 2015 and 2021. It was noted that a ligasure was utilized in the open hysterectomy to coagulate and transect the vascular pedicles. There were one hundred fifty patients included in the study, of which one hundred six patients underwent an open procedure. Complications included bleeding greater than 500ml with transfusion and visceral injury to the bowel and the bladder. The injuries were repaired intra-operatively without long-term consequences; however, some extended their hospital stay.